Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use a bd plastipak¿ concentric luer lock syringe malfunctioned causing a delay in treatment as the costumer experienced their pumps alarming as there was an occlusion. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation results: we received 3 used samples of 50ll without blister, 2 sealed samples of 50ll lot 1712227 and 2 sealed samples of 50ll lot 1711256 for investigation. Upon visual inspection of the samples received, no damage or molding defect can be observed in any of them that could be related to the alleged defect. DHR of lots 1711256 and 1712227 are reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process, break out force, sustaining force and silicone content tests are done per lot according to procedures. On checking the results for both lots they are within specification limits according to procedure. Break out force, sustaining force and silicone content tests are done with the four unused samples received (2 of 50ll lot 1712227 and 2 of 50ll lot 1711256) and results meet specification limits previously mentioned. These tests are not performed with the used samples received since syringes are single use and functional characteristics could not be reliable. Final products in this manufacturing line, for this reference and lot sizes are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures since no issues were identified during manufacturing process and manufacturing record established that all production and quality processes were carried out normally and samples evaluated meet specification limits, we can confirm that the root cause of the non-conformance is not related to a manufacturing defect.